Event description:
Pt needed stent in both right and left coronary arteries. Started by stenting left coronary artery, dilated with balloon first, then deployed. Upon removing the stent balloon from the guide catheter , the first post picture indicated major dissection. Physician stated upon pulling the balloon out. The guide was sucked into the artery and dissected the left main. Pt to or for emergency by-pass surgery.